Event description:
For a research project, the hosp customized diaphragm presets for an electron applicator that is never used in clinical mode (14x16). They believed it could not affect the settings for clinically used applicators. They did not realize there is just one setting for each dimension that is used for all applicators with that specific dimension. The presets were altered for every 14 and 16 dimension. An underdose to a pt did occur.

Manufacturer narrative:
There was misuse by the customer on the equipment. The service user manual contains sufficient info to inform the user of the software charactristics. All desktop releases up to release 5.0 perform in the same manner. From release 6.0 onwards the misuse cannot occur.